Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead triggered a lead safety switch for out of range high pacing impedance greater than 2000 ohms. Troubleshooting was discussed. Lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the plan was to see the patient in the office next month.